Event description:
Healthcare professional reported right side "visible and palpable implant ripples" and "her preexisting allergan implant was replaced back". The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: use error: unable to confirm as it is a medical event not related to the device. Wrinkling: unable to confirm as it is a medical event not related to the device. Observed a device with a liquid brown in the surface of the shell, the device appears to be intact. It is not possible to determine the lot number or catalog through the photos provided.